Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic creation ileo loop small bowel resection, there was an issue to unload the device, the stapler load locked down on tissue after the load was fired and the stapler would not disengage or open after firing. The stapler and staple load fired correctly. Upon trying to open jaws of staple load after firing, the staple jaws would not open. Staple line was removed by cutting it away from the bowel, the stapler reload was sent to pathology attached to the specimen. An additional 1/2 cm of bowel was removed due to the lock down of the stapler. There was more than 30 minute delay. No other tissue damage. The lights were flashing green and appropriate prior to firing. Then at the end they were solid white and blue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.